Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 40 mg/dl and as high as 252 mg/dl. Customer treated their low blood glucose via food. Customer advised they had gastro paresis and possibly needed less insulin than normal. Customer was assisted with programming basal rates, bolus wizard, fixed prime, meter ID and alert type on their insulin pump. Troubleshooting on the insulin pump was performed. Customer advised all settings were accurate. Customer was able to complete the prime process successfully. Customer was advised to follow up with their healthcare provider and possibly change settings if necessary.